Event description:
On (B)(6)2014, the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultra meter was testing in memory mode. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. Limited information is known about the complaint as the customer ended the call. It is unknown when the product issue began or how the patient manages their diabetes. The patient reported a symptom of ¿shaking¿ sometime after the product issue began. It is unknown if the patient received any treatment for this symptom. The alleged issue was resolved with troubleshooting. This complaint is being reported because the patient developed a symptom suggestive of a serious injury after the alleged product issue began.